Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,aligned tube and detector and tested, system ready for use. Codes:b01,c0701,d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that the during surgery, the system gantry was stuck in the closed position and unable to open. When the door open button on the pendant was pressed, nothing happened. The pendant also displayed the message "door open" despite the gantry being physically closed. Site had already rebooted the system, but the issue persisted. All other functions were behaving as expected. The gantry could move laterally and be rotated without issue. Patient was present. Unknown when the issue occurred. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.